Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that when the serter was put onto the sensor, the sensor broke and was unable to be used. The customer stated that on some sensors, the needle was hard to remove once it has been inserted into the body. The customer stated that they inserted the sensor into the stomach. The customer will be sent replacement sensors